Event description:
A cslp imiplanted in 1999 broke post-op. Pt underwent anterior corpectomy @ c6, anterior cervical diskectomy @ c5/c6 and c6/c7, anterior fusion of c5/c7, anterior instrumentation c5/c7 and harvest of structural iliac crest bone graft. Broken plate was removed in 2000.